Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 04-apr-2025. Investigation summary: bd received one sample for investigation. The returned sample was investigated, and a crushed IV shield along with damaged or open packaging was identified. Additionally, ten retained samples were visually inspected, and no damaged IV shields were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: damaged and open package/seal. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd preset¿ arterial blood collection syringe, the packaging was damaged and unsealed on one hundred (100) units. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before using the bd preset¿ arterial blood collection syringe, the packaging was damaged and unsealed on one hundred (100) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.